Manufacturer narrative:
The customer¿s concerns that during a ketamine infusion the syringe module alarmed, ¿channel needs calibration¿ was confirmed in the event logs, however testing failed to replicate the malfunction error code. Physical inspection of the device noted no damage or any anomalies. The internal inspection showed evidence of a fluid contamination on the linear sensor, which likely contributed to a plunger positioning failure. Review of the syringe error log recorded 6 events of error code 351.6660.0 (plunger position failure) between 05may2019 at 8:35 pm and 19jun2019 at 3:55 am. Testing utilizing the worn split nut test method was performed on the source syringe module, there were no anomalies during testing. The device was tested using asm v9.8 plunger force accuracy. The results from the testing was pass. The root cause was not identified, however evidence of dried fluid contamination found on the linear sensor of syringe module likely contributed to the reported failure. The proximate cause of the report was believed to be the result of an error code 341.6660.0 (plunger position failure).

Event description:
It was reported that during a ketamine infusion the syringe module alarmed "calibration required" despite having been calibrated and the syringe stopped infusing. The infusion was restarted with a second syringe module. The customer stated that there was no patient harm.

Manufacturer narrative:
Report source: (B)(6). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a ketamine infusion the syringe module alarmed "calibration required" despite having been calibrated and the syringe stopped infusing. The infusion was restarted with a second syringe module. The customer states that there was no patient harm.